Event description:
Complainant alleged that while attempting to defibrillate a 79-year-old male patient, a spark was noticed after a second discharge was delivered to the patient. Additionally, the healthcare support worker indicated she received an unintended delivery of energy when she was prompted to continue performing CPR on the patient. There is no additional information available regarding any follow-up care received by the attending healthcare support worker. Complainant indicated that the clinician obtained another set of pads after delivering the first discharge to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient or the healthcare support worker due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device and a set of electrode pads were returned to zoll medical united kingdom for evaluation. The customer's report of operator receiving a shock during the event was not replicated or confirmed. There is no indication of an unintended discharge to the operator. The device passed all testing, including adult and pediatric discharges, analysis, and various defib functions. The returned electrodes did have some slight hair and dead skin, but no evidence that a spark had occurred. The customer's report of sparking/arcing was not replicated or confirmed. All discharge entries indicate proper coupling with the patient. Evaluation of the electrode pads did not show signs of sparking/arcing or contain residual burnt odor. There is no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.